Manufacturer narrative:
(B)(4). ,fg date: the lot was manufactured from february 26, 2015 ¿ february 27, 2015. The device was received for evaluation. Visual inspection revealed particulate matter in the solution within the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a fiber in the solution. This was identified after the device was filled with an unspecified amount of colistimethate and before use. There was no patient involvement. No additional information is available.